Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with continuous ambulatory peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, cloudy effluent, and diarrhea. The cause of the peritonitis was a breach in aseptic technique and there was no further description of the breach in aseptic technique. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. The cause of death was reported to be due to an unrelated indication. On the day of the onset of the peritonitis event, the patient was hospitalized. The patient was still recovering from the peritonitis event at the time of death. It was not reported if an autopsy was performed. Eight days after the onset of the peritonitis event, dianeal therapy was discontinued, but it was not reported if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.